Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with lactate dehydrogenase (ldh) elevated from 700 to 1700, and a ventricular assist device (vad) thrombosis was expected. However, upon evaluation, the vad was operating in normal range. Upon further evaluation, the patient was also found to have elevated liver enzymes. A computerized tomography (CT) scan, platelet function assays, plasma free hemoglobin and international normalized ratio (inr) testing were also completed. The location of the thrombus was not known, but it was believed to be outside of the vad and outflow graft. The patient was given system tissue plasminogen activator (tpa), and the patient's ldh and liver enzymes returned to near normal. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned pump revealed that the device passed functional testing. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Dimensional verification revealed that the front preload, front housing disc curvature, and rear housing disc curvature were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump, and, based on the null impact on the wet test power consumption, these deviations are not expected to impact pump performance. Internal pathological report revealed no evidence of thrombus within the device. As a result, the reported thrombus event could not be confirmed. Review of the controller log files revealed normal power consumption between (B)(6) 2021 and (B)(6) 2021; no alarms were logged within the analyzed period. Information provided by the site indicated that the patient presented with elevated lactate dehydrogenase (ldh) and liver enzymes. The location of the suspected thrombus was not known; the patient was given system tissue plasminogen activator (tpa), after which the patient's ldh and liver enzymes returned to near normal. It was further reported that the pump was later exchanged. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, thrombus and hepatic dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the vad was not returned for evaluation. Review of the controller log files revealed normal power consumption between 24/mar/2021 and 07/apr/2021; no alarms were logged within the analyzed period. The reported thrombus event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient presented with elevated lactate dehydrogenase (ldh) and liver enzymes. The location of the suspected thrombus was not known; the patient was given system tissue plasminogen activator (tpa), after which the patient's ldh and liver enzymes returned to near normal. It was further reported that the pump was later exchanged. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus and hepatic dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed a slight increase in power consumption and estimated flows starting on (B)(6) 2021 within normal operating range; however, no alarms were logged within the analyzed period. The reported thrombus event could not be confirmed due to insufficient evidence. Information provided by the site indicated that the patient presented with lactate dehydrogenase (ldh) elevated from 700 to 1700, and a ventricular assist device (vad) thrombosis was suspected. Upon evaluation, the patient was also found to have elevated liver enzymes. A computerized tomography (CT) scan, platelet function assays, plasma free hemoglobin and international normalized ratio (inr) testing were also completed. The location of the thrombus was not known, but it was believed to be outside of the vad and outflow graft. The patient was given system tissue plasminogen activator (tpa), and the patient's ldh and liver enzymes returned to near normal. Based on the available in formation, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the observed high power event may be attributed to external factors such as thrombus formation/ingestion. Per the instructions for use, device thrombus and hepatic dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a thrombus event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the pump was exchanged to a competitor brand.

Manufacturer narrative:
A supplemental report is being submitted as additional information was received for the event. Corrected section: d6a added implant date investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.